Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the 8mm mega suturecut needle driver instrument had a broken jaw and damaged cable. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding damaged cable was confirmed by failure analysis.